Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump alarmed no delivery several times during manual prime. Troubleshooting was performed and the customer did not see insulin coming out of the end of the tubing and the insulin pump was alarming no delivery. Customer's current blood glucose reading is 113 mg/dl. No further information reported.